Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? No. Or did the device partially fire (start to deploy staples and cut but could not be completed)? Yes. Was the firing cycle completed? No. If yes, were the staples formed properly? If yes, was the staple line complete? What was the appearance of the staples? (B-formation, irregular, legs straight)? No information. No further information will be provided.

Event description:
It was reported that during a laparoscopic pneumonectomy, the device stopped on the way of the 3rd firing on the blood vessel. Then, the surgeon grasped the firing trigger several times, the device moved forward slightly. Oozing occurred much than usual, but the amount of the oozing is unknown. No blood transfusion was required. Another device was used to complete the case. There were no adverse consequences to the patient.